Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information were unsuccessful. The recipient's condition was last reported as improved. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced tenderness at the implant site. The recipient was prescribed several courses on antibiotics (types and dates unknown) since the implant surgery. The recipient was prescribed steroid shots on (B)(6) 2015. The recipient continues to be monitored.

Manufacturer narrative:
The recipient was reportedly prescribed post-operative antibiotics on (B)(6) 2015. On (B)(6) 2016, the recipient was injected with 20mg kenalog and received nitrous sedation. The recipient's implant site has improved with minimal tenderness.